Event description:
I had a left partial knee replacement surgery using the engage cementless knee replacement on (B)(6) 2023. I experienced agonizing pain and the implant felt loose. An MRI (magnetic resonance imaging) revealed that the implant was loose on the femur and tibia, I had chronic bleeding, and my kneecap was in pieces. I had total knee revision on (B)(6) 2023 to remove the engage implant. I also have the engage implant in my right knee that was implanted on (B)(6) 2021. It has always caused me pain and now it's causing me agonizing pain and limits my ability to walk. Reference report: mw5153073.